Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation was concluded as failure to follow instructions based on a review of the event details, available information, and product records. The mdu was on during device insertion, which is not in accordance with the IFU and may have contributed to decreased or lost image quality. For the reported device entrapped air, the cause was determined as cause not established since the device was not returned for analysis, limiting further assessment. Improper handling, device manipulation, or not following instructions may have contributed, but no additional information was available.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous vessel. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. During preparation, air ingress was not resolved with flushing. The image went black upon insertion. Another of the same device was used to complete the procedure. No patient complications reported.